Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that partial lead was returned. The lead coil was fractured at 22.7 cm to 22.9 cm from the connector pin due to fatigue as a result clavicular crush.

Event description:
This report is to advise of an event observed during analysis.